Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 116 mg/dl. Customer stated that it fell on the floor this morning. Troubleshooting was performed but the display did not return. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Insulin pump was received with blank display due to broken component on interface board. Unable to perform displacement test, operating currents measurements and off no power test due to blank display. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.